Event description:
It was reported that the ventilator was being used on patient while traveling in a vehicle. The ventilator pigtail appeared to be shorted and melted with visible smoke. The ventilator was turned off and the family returned home to call the therapist. The external battery wires were also melted and the fuse was brown. No patient harm reported.

Manufacturer narrative:
(B)(4):the ventilator was received with an external battery. An inspection of this returned battery shows exposed wiring from the positive terminal wire due to insulation damage. An inspection of the battery fuse holder found that the fuse had been defeated by its replacement with aluminum foil. The condition of the returned battery is consistent with the finding that the ventilator likely came in contact with the positive terminal of the external battery power source. Review of event trace revealed one ln vent alarm condition. All other event trace entries are consistent with normal ventilator operation. It is recommended that the power board and pigtail be replaced to correct the reported problem.